Event description:
Rptr indicated that following the implant, the pt experienced a 5 second episode of asystole that spontaneously resolved. The pt recovered with no further complications. The device was activated two days post-implant with no adverse events.